Manufacturer narrative:
Thrombus was confirmed confirmed through the evaluation of the pump. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit was returned attached to the pump¿s inlet port. The sealed outflow graft and the bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. The inflow conduit and outlet stator revealed non-laminated depositions that appeared consistent with poor surface washing resulting from an interruption in flow. A denatured ring of tissue-like thrombus was found adhered to the inlet bearing and bearing cup. Upon separating the motor capsule assembly, the deposition was pulled apart into two pieces. The tissues showed laminated layering, indicating that the thrombus formed over an undetermined period of time while the pump was supporting the patient. The body of the rotor revealed a non-laminated ring of hardened deposition at the tapered section of the rotor. The proximal side of the outlet stator revealed a large deposition occluding the outlet stator. Its areas of denaturation as well as the contact marks observed at the distal end of the rotor, suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the depositions could not conclusively be determined through this evaluation, they could have contributed to the pump power and flow elevation and increased ldh. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 44 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented on (B)(6) 2017 with a complaint of pain over the pump site. Technical services review of the system controller log file revealed parameter trajectories consistent with device thrombosis. The patient¿s lactate dehydrogenase (ldh) was elevated, but plasma free hemoglobin was normal. On (B)(6) 2017, the patient underwent an emergent pump exchange. No additional information was provided